Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional test due to intermittent operation of the device. Analysis also found the heart wire block, bail cover, and ring cover were contaminated. The battery drawer was dented and the upper case was broken. Lower case was broken and contaminated. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.